Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00595205010 - articular surface use with plate 7,8,9,10 size blue/c-h 10 mm height - 62582572. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent a revision procedure due to knee pain. Both the patella and poly were revised, however, it was noted that the poly was revised due to standard practice. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: alignment is maintained. Bone quality is markedly osteopenic. Radiolucency along the patellar implant with eccentric lateral patellofemoral narrowing as noted. Patellar implant loosening cannot be excluded. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown; unknown - unknown tibial component - unknown; unknown - unknown femoral component - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01688.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient underwent a revision of the patella and articular surface for unknown reasons. Attempts have been made and no further information has been provided.